Event description:
It was reported that there were unacceptable thresholds, no sensing, no capture, and impedance was > 3000 ohms. The lead was explanted, and no patient complications have been reported as a result of this event.